Event description:
It was reported a revision surgery was performed due to groin pain and possible leg length discrepancy. The head and liner were replaced, soft tissue debridement and release of iliopsoas was performed during the revision.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).